Manufacturer narrative:
The reported event of no magnet response was not confirmed. The device was received with normal telemetry communication and normal output. Functional testing was performed including magnet response and no functional issues were observed. A longevity assessment revealed the device was operating above the elective replacement indicator (eri) voltage level with appropriate remaining longevity. Additional findings unrelated to the reported events indicated a visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device had no magnet response during a follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.